Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device has a loose handle interface.the fse performed a visual inspection of the device, and it was determined that the reported issue was due to the paddles not being plugged in correctly, which resulted in the device not being able to discharge. The fse plugged in the paddles, performed operational testing, and returned the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse plugged in the paddles and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(4).

Event description:
It was reported to philips that the heartstart xl+defibrillator exhibited a loose handle interface. There was no reported patient involvement.